Event description:
The nurse reported that the patient's device was explanted as the patient was feeling uncomfortable with it and wanted it out. She noted that the device is fine and is not defective. The patient was lifting something and then began to feel pain around the site and feels like it restricts her neck movement. It was noted that the device will be returned but patient and product information was not provided. Based on the available information the device has not been received to date. No other relevant information has been received to date.